Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient experienced an appropriate treatment event on (B)(6) and passed away later on the same day. It was reported that the patient was unconscious and in a rehabilitation facility at the time of the treatment event. The patient's roommate was with her when the device started alarming. The device was prompting bystanders to stand back as a treatment was going to be delivered. The patient's roommate alerted the facility staff. A nurse responded and initiated resuscitation efforts. Ems was called and the patient was taken via ambulance to the hospital where she passed away. Per clinical review of the available ECG data, the device first detected an arrhythmia at 19:47:19 while the patient was in vf with motion/tactile artifact (low amplitude). The device exited the detection sequence due to low amplitude and motion/tactile artifact. The detection sequence began again at 19:48:20, and gel was released at 19:48:43. Between 19:48:54 and 20:01:38, the patient was treated sixteen times. The first treatment was delivered while the patient was in vf with the post-shock rhythm being polymorphic bradycardia at 30 bpm. The second treatment was inappropriately delivered while the patient was in atrial fibrillation (af) at 130 bpm with pvcs with post-shock vf. Multiple counting of tall t-waves contributed to the false detection. The subsequent fourteen treatments were delivered while the patient was in vf. The post-shock rhythm of the last treatment was bradycardia at 40 bpm. At 20:02:06, an arrhythmia was again detected while the patient was in vf with tactile artifact. The detection was interrupted by response buttons use at 23:03:02/:04, electrode belt disconnection at 20:03:27, and device shutdown at 21:22:30. The response buttons functioned appropriately. It is unknown who pressed the response buttons, disconnected the belt, and shutdown the device as the patient was reportedly unconscious. No deficiencies were alleged against the lifevest.